Event description:
A patient reports while wearing a pod for longer than 48 hours they had skin irritation from the adhesive once the pod was removed. The patient repots having both a rash and itching at the pod infusion site. The patient went to a scheduled appointment with their doctor. The patient was prescribed an ointment to be used after removal of the pods to help heal the irritation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.